Event description:
It was reported that "due to osteolysis we replaced the liner and femoral head." Devices implanted in 1988.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted on the supplemental report.